Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5, row a, b, c was not detected on the bus. A field service engineer (fse) remoted into the station via remote support service (rss) to investigate. Initially reseated the row board cable and retractor band from the back of the drawer, but the issue persisted. Then reseated the row board cable connector from the front of the drawer. After rebooting the main station, the drawer functioned properly. Additionally, fse confirmed that the customer rebooted the station, which restored functionality and cleared the refrigerator failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed and refrigerator was failed. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.